Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was unknown. The customer changed the infusion set, then tried to prime the tubing again and received a motor error alarm. The issue was resolved by a complete set change. The customer requested to return the reservoir for analysis. Caller was not able to troubleshoot at the time of the call; returning the product based on the customer's request. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No occlusion.